Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to interrogate. No intervention was performed. The patient status was unknown.

Event description:
New information received notes the patient was in stable condition.